Event description:
The customer contact reported "sparks and flames" were noted from the back of the device. The device was programmed to deliver an unspecified concentration of glucose + kcl (potassium chloride) at "a very low rate." No specific programming parameters were provided. After an unspecified length of time, the nurse reportedly heard a spark and at the same time the hospital's fire alarm system was activated. At this time, the nurse noted flames coming from both the "back and front of the device" and that the room was full of smoke. The nurse unplugged the ac power cord from the ac power outlet and "covered the device with a damp blanket to extinguish the flames." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).